Event description:
Additional information received on 05/23/2023: the implant was not replaced at the time of explant. A replacement procedure took place on (B)(6) 2023.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required explantation due to infection. A yeast like infection was found in the groin area. No other adverse patient effects were reported.